Event description:
On (B)(6) 2010, pt reported experiencing ongoing e4 (occlusion) error for the past 2 weeks. Pt stated she has tried changing the infusion sites, infusion tubing, insulin, and insulin cartridges. Pt stated she was in the hosp last week for 2 days because of blood glucose issues related to the occlusions. Pt reported having 2 occlusions in the past 2 hrs while attempting to deliver a bolus. Had pt disconnect from the infusion tubing and attempt a prime; occlusion did not occur. Had pt reconnect back to the infusion device; was able to place device back in the run mode. Pt stated she changed out the site, tubing and cartridge on (B)(6) 2010 and by (B)(6) 2010 she was receiving occlusions again. Pt reported she changed out all of the accessories on (B)(6) 2010 and then started receiving occlusions again today. Pt stated occlusions began around (B)(6) 2010. Pt reported she continued to have these issues and on (B)(6) 2010, she was admitted to the hosp with a blood glucose of 560 mg/dl. Pt's target blood glucose range is 100-130 mg/dl. Pt reported she was treated with fluids for dehydration and given extra insulin through an insulin IV until her blood glucose was under 280 mg/dl. Pt stated she was kept on the infusion device during the hospitalization and then discharged on (B)(6) 2010. Pt reported she met with her doctor on (B)(6) 2010 and the doctor stated he believed the occlusions and elevated blood glucose was caused by the infusion device. Pt stated they were looking at the infusion device together and noticed that the top hat of the piston rod was not lined up correctly with the bottom of the insulin cartridge. Verified that the right side of the top hat of the piston rod is slightly higher than the left side. Pt reported after being hospitalized, the doctor advised her to remain on her infusion device but to take extra insulin by injection to keep her blood glucose down. Product was replaced and requested return of the alleged product for eval.